Event description:
The physician started to use cautery electrosurgical unit (esu) device for the procedure. When the physician pressed the foot pedal, all in the operating room (or) heard two distinct "pop" sounds. The or nurse (rn) saw a spark where the cord attaches to the plug/handpiece of the esu. The cord burned through for about a second and the cord dropped, not hitting any drapes, onto the floor. Procedure is stopped. The patient was assessed and determined to have no injury. All equipment was removed from the or. A new set of equipment was brought into the room and the procedure was finished.what was the original intended procedure?cystoscopy, transurethral resection bladder tumor.device #1is this a laboratory device or laboratory test?no.